Event description:
Pt had to have a nephrostomy catheter put in, in dec 1996, for a blocked kidney. The catheter was taken out 2 weeks later. During removal the catheter broke off. Physician was unaware of catheter breaking off during removal. During the course of the yr 1997 pt has had sepsis, uti, & uremia. Pt was also told that he had infected his wife, who became septic and required hospitalization. Pt changed drs because they could not figure out why he was getting sick. In dec 1997, CT scan and ivp were done which showed a foreign material lodged in pts kidney. A foreign object was removed through fluoroscopy guided cystoscopy in dec 1997. The foreign object that was removed looked "like a necklace with beads, black in color". Pt had foreign material in body for 1 yr not knowing it was there and was getting sick from it.